Event description:
The device was returned to the MFR for repair. During the repair, it was reported that the handpiece started to smoke during testing. This was not found during any customer surgical procedure. There was no user injury or any pt involvement.

Manufacturer narrative:
The handpiece was received at the MFR for service and evaluation. A condition of the device smoking was found and then reported. Based on the investigation details, the likely cause was severe corrosion in the sagittal head assembly. The front housing, bearings, and nose housing assembly were replaced, along with other components.